Manufacturer narrative:
Insulin pump was received with constant unexpected restart error alarm due to faulty b1/mb. Unable to perform operating currents, self test and displacement test or verify multiple insulin pump error alarm and low battery due to faulty b1/mb. Pump received with cracked belt clip slot and cracked reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer report unexpected restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.